Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing, low atrial signal amplitude, and far-field oversensing. Technical services (ts) reviewed the presenting electrogram (egm) and observed undersensing on the right atrial (ra) lead, with low-amplitude p-waves. Additionally, in the stored atrial tachy response (atr) episodes, ts noted far-field oversensing of r-waves and intermittent undersensing of true atrial activity. No adverse patient effects were reported. This ICD remains in service.